Manufacturer narrative:
Insulin pump received with minor scratches on lcd window.

Event description:
The customer reported receiving the insulin pump with a scratched screen. Her blood glucose was 115 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.